Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic pneumonectomy, the knife did not return to the home position completely and the manual override lever was used to release the device. The staples were formed, and there was no leakage. The device was used on the lung. Another device was used to complete the case. There were no adverse consequences to the patient.